Event description:
It was reported that the subject stent got pre-maturely deployed within the microcatheter when it was inserted. Possible failure of introducer sheath. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned inside the microcatheter, the sdw (stent delivery wire) was not returned, the stent broke while an attempt was made to remove it from the micro catheter, the stent was seen to be deformed, the proximal side of the stent was jammed inside the proximal side of the catheter shaft, and the introducer sheath was not returned for analysis. During a functional inspection, the catheter was flushed and an attempt to advance a 0.0158¿ mandrel through the hub of the catheter failed. An attempt to advance the mandrel distally from the catheter tip was made but got stuck near the catheter hub. The catheter shaft was cut just below the strain relief approximately 3cm from the hub. The stent was jammed inside the catheter and partially broke inside the catheter. The distal end of the stent was stuck inside the microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'stent deployed prematurely during use' was confirmed during inspection. The reported 'stent difficult/unable to transfer' could not be confirmed as the stent was returned already deployed inside a microcatheter. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and excessive force was not applied at any point while advancing the stent within the microcatheter. Resistance was felt at the hub of the catheter. It was reported that the 'the subject stent got prematurely deployed within the subject microcatheter when it was inserted. Possible failure of introducer sheath'. The stent was returned for analysis deployed (off the stent delivery wire) inside the proximal section of the returned microcatheter. An attempt was made to move the stent both proximally and distally without success. The stent was firmly stuck inside the microcatheter approximately 3cm from the proximal end of the device. It was necessary to cut the microcatheter open to remove the stent . During this operation the stent was also cut and fractured by the blade. Once the stent was removed from the microcatheter it was inspected and was noted to be deformed. The stent delivery wire and the introducer sheath were not returned for analysis. The as reported codes 'stent difficult/unable to transfer' and 'stent deployed prematurely during use' as well as the as analyzed codes 'stent deformed' and 'stent deployed prematurely during use' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that the subject stent got prematurely deployed within the microcatheter when it was inserted. Possible failure of introducer sheath. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.